Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage the most proximal stent strut rows were lifted. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jan2020. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 28 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient's status was stable. However, returned device analysis revealed stent damage.